Manufacturer narrative:
A complaint of unidentified matter was received for an unknown product. There were no samples received with this complaint therefore an examination of the defect could not be made. A review of the device history record was not performed during this investigation as the lot number 81507, provided with the complaint, is not a valid lot number for any product manufactured by covidien. All device history records are reviewed and approved by quality prior to release of product. Because a valid lot number was not provided, a date of manufacture could not be determined. The complaint file contains insufficient information to determine a most probable root cause. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes.

Event description:
The customer states: a black piece of plastic is stuck at the tip of the needle.